Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the log file confirmed malfunctioning flexvision pc and ippc. During troubleshooting, the fse identified that the ippc failed to boot up and image disk was full and error in data model. The fse replaced the ip-pc cmos battery and reconnected pc cards & cables and performed image disk recreation. After replacing the ip-pc cmos battery, reconnecting pc cards & cables and recreating image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot past 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.